Event description:
Customer's device =163 mg/dl. Customer had fallen one hour earlier. Paramedics were called. Device = 43 mg/dl. Customer was given a glucose IV. Ten minute after the IV, paramedics device = 242 mg/dl and customer's device = 169 mg/dl. A request was made for return product and replacement product was sent.